Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopic procedure for the removal of a lesion in the ankle, a device (radiofrequency) with the ability to coagulate and remove soft tissue was used. During the procedure, the tip of the device broke off (detached from the handpiece) and entered the joint. The surgeon was able to retrieve the broken fragment without causing any harm to the patient.